Event description:
The surgery center reported during a cataract extraction procedure, the phacoemulsification unit went into a safe mode state. The surgery center attempted to restart the unit and the unit went into safe mode again. At the time of the incident, a patient was on the table. There was no consequence to the patient. No patient injury reported. The surgery center indicated the unit had been going into safe mode for a few weeks at start up but was able to restart the unit. This is the first time, the unit did not start up and a backup unit was used to complete the procedure.

Manufacturer narrative:
Pt age: patient information was not provided as to any impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the network adapter printed circuit board assembly (pcba), the ethernet cable assembly and the instrument manager with the disk on chip. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.